Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), liquid leakage and a crack was observed on the flush port of the dilator after attachment of a three way stopcock. The sgc was replaced with another device to complete the procedure. The mr was decreased to grade 2 post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The returned device analysis confirmed the reported cracked dilator flush port and leak/splash. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported cracked flush port resulting in the reported leak was due to environmental stress cracking (esc). There is no indication of a product quality issue with respect to manufacture, design, or labeling.